Manufacturer narrative:
Device evaluation summary: the delivery system, deployed graft and section of the spiral inner with the taper tip were returned for evaluation. The external slider was in the back position. The rear handle and back-end wheel had been disassembled. The spiral inner had been cut at the stent stop and was kinked 16.7cm from the end of the taper tip. The graft cover was bunched with kinks visible 17.0 and 19.0cm from the distal end. There was no evidence of the heat effected zone on the graft cover of the returned device indicating the graft cover had been cut proximal to the ro marker. When lined up with a graft cover of the same size the returned device graft cover was 1.6cm shorter. There was no tear evident on the deployed graft. The reported deployment difficulties were confirmed through analysis of the returned device. Additional information: it was reported that the reverse slider technique was performed when the second stent deployment was performed. It was reported that the graft was deployed from above the renal artery as the patient had a severe tortuosity and that the graft was moved up and down when trying to implant the device right below the renal artery (when deploying the second stent) it was reported that during the laparotomy, the graft cover was then cut to remove it. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reverse slider technique was performed when the second stent deployment was performed. It was reported that the graft was deployed from above the renal artery as the patient had a severe tortuosity and that the graft was moved up and down when trying to implant the device right below the renal artery (when deploying the second stent) it was reported that during the laparotomy, the graft cover was then cut to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was intended to be implanted in a patient for the endovascular treatment of a 63*66 mm diameter abdominal aortic aneurysm. The aortic neck was severely tortuous. It was reported that during the index procedure, when the reverse slider technique was performed during deployment and the device was moved up and down, the outer sheath kinked. After this, when the physician attempted to deploy the suprarenal stent, the tip capture mechanism did not move. At that time, it was noted that the body of the stent graft had been torn. The back-end wheel was then disassembled to attempt troubleshooting, however the attempt failed. A laparotomy was then performed to complete the procedure, with the implant of a y-graft replacement. As per the physician, the cause of the event was related to the patient's vessel morphology. It was noted that the severe tortuosity caused the sheath of the device to bend inside the patient's body. No additional clinical sequelae were reported and the patient is fine. Patient medical history: renes cancer.